Event description:
The customer reported that the system does not store images on the hard drive. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep formatted the drive and reloaded the software then calibrated the system. The system operates as intended.